Event description:
It was reported that the sterile basin leaked midway through a a visceral surgery procedure. The surgical nurse discovered a 2cm crack in the basin, leading to a breach of sterility. The sterile basin had been placed on the non-sterile heating system (generator) during the procedure, posing a potential infection risk to the patient. The device was replaced and the medical team was informed. No patient injuries, infections, or complications were reported.